Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient expired due to heart failure unrelated to device. Lead remains implanted and inactive. No further information available.